Event description:
The lay user/patient contacted lfs in 2009 alleging that she was unsuccessful in coding her ultramini meter. A medical surveillance specialist (mss) spoke to the pt on august 12, 2009 and obtained the following info. The pt mentioned that she was unable to code the meter starting on the evening of a week prior to original date. She did not exhibit any symptoms at the time. Since she was unable to code her meter, she took the minimum amount of insulin. She is on a sliding scale. The following morning when she woke up, she experienced blurred vision and felt dehydrated. She still continued to take the minimum dosage of insulin, but ate less, since she knew her blood glucose reading was high. She has had symptoms of this before and knew they were of high blood glucose. She claims the symptoms lasted two days and since she was traveling at the time of the event, she did not contact the physician or seek any further medical attention. The pt did not have a back up meter to test her blood glucose. A normal blood glucose reading for the pt is around 160 mg/dl. The pt does not recall what her last reading was prior to the event. Pt then disconnected the call with mss. Customer care advocate (cca) walked the pt through proper testing technique and issue was resolved over the phone. The pt's meter was not replaced. The complaint is being reported because the pt reported she was unable to test on her ultramini meter due not being able to code the meter, and later experienced symptoms that can commonly be associated with hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.